Manufacturer narrative:
Additional information: the stent implanted in the unintended location of the proximal sfa. The second stent was successfully deployed in the intended distal sfa. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent partially deployed and then fractured within the patient. The stent was fully implanted in an unintended lesion after it partially deployed. The second stent was used due to the issue of the fractured stent. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the entrust sds was received separated into two pieces; catheter and the deployment handle. The inner guidewire lumen of the catheter exhibited kinking in the area of the deployment handle safety tab cavity. Approximately 70.5cm of the inner guidewire lumen was exposed from the proximal hub to the catheter¿s outer sheath. This indicates that the outer sheath and isolation sheath have been pulled distally over the inner guidewire lumen. The pull cable to outer sheath bond appears to have been broken. This indicates that the sds was exposed to forces greater than 8lbs. The reassembled deployment handle was re-opened, and examined: no unusual wear marks were noted that would have indicated that the pull cable was improperly routed. Image review two photographs and a short cine video was provided for analysis. The first image is of the entrust stent deployment system deployment handle. In the image the red safety tab and tube have been removed and a loop of the inner guidewire lumen is visible protruding from the safety tab cavity of the handle. The second image is of the red safety tap and tube removed from the deployment handle. The short video is of a contrast flow through the targeted vessel anatomy. The video images appear to be a contrast flow prior to treatment. No stents or ancillary devices are visible in the video images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using everflex entrust self-expanding stent along with a non-medtronic 7fr sheath and 0.035" guide wire during procedure to treat lesion in the left distal superficial femoral artery (sfa) with 90%) stenosis. The vessel diameter and lesion length are 5mm and 100mm respectively. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. During delivery through the vessel the stent broke/fractured and the detached portion remains in the patient. It was reported that the stent was achieved to deploy, was ballooned without complication. Partial deployment occurred with the breakdown of the internal release mechanism. The thumbscrew/lock-pin checked for securement prior to procedure. The lock-pin was removed prior to deployment. The lesion was pre dilated using a 6mm device. The device did not pass through a previously-deployed stent. A second stent was used to complete the patient's treatment. No further patient injury reported.